Manufacturer narrative:
Device was not implanted.

Event description:
A report was received that the patient suffered bradycardia during the trial procedure. The procedure was aborted and nothing was implanted. The patient was admitted into the hospital where a cardiac pacemaker was inserted. According to the physician the reported issue was related to the surgical procedure and not related to the device or stimulation.